Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site was having an issue with the generator. System logs confirmed u-02 erbe integrated electrosurgical unit (iesu) errors. The issue was reported to dvstat after completing the procedure. The clinical sales representative (csr) performed multiple reboots on the erbe with no change. The site did not have another system or a covidien force triad generator available; they were not going to use the system again until the erbe was replaced. The procedure was already completed with no report of patient injury. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the csr to troubleshoot and found that when he unplugged one of the foot pedals, the error disappeared. There were no issues when the csr tested with the training instruments. The site was proceeding with the following cases.

Manufacturer narrative:
The iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu was installed onto a golden system and functioned as expected. The probable root cause of the error u-02 attributed to faulty cable or loose cable on the syscheckmaster inside the erbe generator. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
Refer to h11 for follow-up information.